Manufacturer narrative:
A broken and peeled sheath was returned for analysis. The returned sheath was visually inspected and confirmed the wing on the non-sideport handle detached. Visual inspection observed markings on the handle indicating the user used other means to break and peel the handle. The support peg on the handle that holds the valve was broken off of the handle. The valve and the cap on the broken handle were also detached. A small fragment of sheath handle was also observed inside the detached valve piece. Based on event description, the fragments likely detached when the handle was split by other means. Review and confirmation of manufacturing records was performed. No discrepancies were noted. All records indicate the device met specification prior to leaving greatbatch medical. Greatbatch is unable to determine the cause of this incident at this time. Due to the nature of this event and similar occurrences, further investigation is required to determine root cause. An updated report with details of the investigation will be submitted to the FDA as information becomes available.

Event description:
It was reported that when trying to split the sheath the left-hand wing broke off at the juncture with the valve. A kelly clamp was used to split the sheath. There were tiny residual pieces of plastic that landed on the incision site. The pieces were removed and there was no patient consequence.